Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right-mentor memorygel 150cc silicone breast implant, catalog number 3544150, serial number (B)(4), lot number 234879s. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 150cc silicone breast implants which the left side ruptured after implantation. The issue was confirmed by mammogram examination. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary completed on 4/26/2019: upon receipt the device contained clear gel. No foreign material was observed within the device and yellow material was observed on the shell surface. During initial examination the device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies observed. Rupture complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. On 4/24/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).